Event description:
It was reported to ge that during patient examination, the table chain broke and the table dropped approximately 10 cm. No injury reported;however there is potential for serious injury if this occurred and the patient fell off the table. The chain link and the longitudinal movement potentiometer were replaced. The system has returned to operation.